Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported that the pt received a pump exchange via a device tracking form being received. The reason for exchange noted: "replacement due to thrombin."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the reported event could not be confirmed as the explanted pump was not returned to the manufacturer for evaluation. Based on the information available, a root cause for the reported event could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that, at the time of the event, the patient was in the hospital and being medically managed on a thrombin inhibitor (angiomax). The patient had reportedly been admitted with an international normalized ratio (inr) of 2.56 and had been on angiomax since the day before the admission.